Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately one year ago.

Event description:
It was reported that the patient was experiencing pain and burning sensation at the ipg site. The patient was also not getting an adequate pain relief despite multiple reprogramming done. It was mentioned that the patient was experiencing hand tingling and numbness and the ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the facility and will not be returned.